Manufacturer narrative:
One fogarty embolectomy catheter was received by our product evaluation laboratory for a full evaluation. The report of balloon burst was confirmed. During the evaluation, the balloon was found to be ruptured. Latex edges did not appear to match at the ruptured location. No other visible damage or abnormality was observed from catheter body or windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The instructions for use (IFU) was reviewed and it indicates: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Based on further engineering investigation, the units go through a balloon inflation process as part of the catheter manufacturing. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient with this fogarty embolectomy catheter, the balloon burst. There was no allegation of patient injury. Patient demographics unable to be obtained. The device was available for evaluation.